Event description:
User alleges after male pt was intubated the resuscitator failed. The exhalation valve was missing. It was a good intubation but they removed the tube because they could not keep the sats up and reintubated. At the time another resuscitator was used successfully. Pt continued to have ectopi for two hours after the incident. Pt is hiv pos as well as hep c. He is now in the unit and vented.